Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient not crossing over and unable to pull medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue with patient crossing over. A technical support specialist (tss) dialed into the server, verified that the sample patient was visible on patient encounter system (pes) with an admitted status and active orders, and ran the server downtime query through sql server management studio (ssms) to confirm that messages were crossing successfully and were current and customer confirmed that there were no other issues reported. The system functioned as intended after the technical support specialist investigated the device.